Manufacturer narrative:
One bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. It was noted that the catheter shaft was fractured and revealed that the internal conductor wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.